Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) alarm during initial drain on the homechoice (hc). Technical service representative (tsr) had home patient (hp) cycle power. Tsr had hp disconnect himself and remove cassette from machine. Tsr advised hp to discard supplies and start over with new supplies. On (B)(4) 2010 product surveillance contacted the hp?s peritoneal dialysis clinic regarding the report the hp had a system error 2240 with the hp connected. The nurse (rn) stated that the hp was doing fine and did not report any patient injury or medical intervention associated with this incident. The rn agreed to go over proper procedure with the hp.

Manufacturer narrative:
(B)(4).

Event description:
A hospital in (B)(6) reported that an mr850 humidifier overheated and that the water was "boiling while on a patient". They further stated that though the temperature was low, 33 degrees centigrade, water was boiling and the circuit was melting. There was no patient consequence.

Manufacturer narrative:
(B)(4). The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA number (B)(4).